Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during an unknown phase of their pd treatment. The patient¿s peritoneal dialysis nurse (pdrn) reported receiving an air detected in cassette alarm during treatment. The patient was connected to the cycler while the alarm occurred. There was fluid seen in and on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn confirmed that the leak occurred during treatment. The patient completed the treatment on the cycler after setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.